Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges did not fit onto the pump. The customer reported that the pump rails were misaligned causing the issue. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continue to use the pump for insulin therapy after successfully loading a new cartridge onto the pump.